Event description:
The customer reported, there was intermittent failure of touch panels. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found there were problems with the plugs, so he cleaned all of the contacts.